Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red 62), a stent retriever, a balloon guide catheter, a non-penumbra sheath, and a guidewire. During the procedure, after completing the first pass using the stent retriever and the balloon guide catheter, the clot migrated to the distal m2 segment of the mca. The physician then used the red 62 with the same sheath to perform a direct aspiration pass and successfully removed the clot after one pass. While retracting the red 62 from the patient, the physician experienced resistance. After removing the red 62, the physician found that red 62 was fractured at the distal length. At this point, no additional passes were required and the procedure was successfully completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red62 confirmed a fracture on its distal shaft. This type of a kink and subsequent fracture may occur, if the red62 is retracted against resistance. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation of the device revealed ovalization along the length of the catheter and a kink on its distal shaft. This damage is incidental to the complaint and the root cause of this could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.